Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Customer treated the low blood glucose by consuming orange juice, a protein bar, some skittles, and possibly a coke. The control-iq feature was active on the customer's pump. Technical support advised the customer to consult a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice.